Manufacturer narrative:
The device has been returned, and the investigation is currently in progress. This report will be updated once the analysis is complete.

Event description:
It was reported the altrua device was showing a rapid decrease in battery longevity. The device was replaced without any adverse patient effects. The device has been received, and the analysis is in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared (ert) earlier than previously estimated.

Event description:
It was reported the altrua device was showing a rapid decrease in battery longevity. The device was replaced without any adverse patient effects.